Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the rubber stopper has leaked. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needle, rubber stopper has leak.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 02-oct-2023. H6. Investigation summary: bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for hole in non-patient sleeve was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in non-patient sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the rubber stopper has leaked. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needle, rubber stopper has leak.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).